Manufacturer narrative:
Event date is an approximation as the exact date was not reported.  This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216401 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m216401, test base part number 193-430 / lot m216401. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m216401 showed that the complaint rate is (B)(4) %. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use, device discarded.

Event description:
The customer reported false positive results with the product ID now covid-19 2.0 assay for 10(ten) patients performed on unknown dates. This MFR. Report addresses patient 10(ten) of 10(ten). The customer reported false positive with the product ID now covid-19 2.0 for performed on unknown date. Confirmation testing (platform - roche liat) was performed and generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Event date is an approximation as the exact date was not reported. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported false positive results with the product ID now covid-19 2.0 assay for 10 (ten) patients performed on unknown dates. This MFR. Report addresses patient 10 (ten) of 10 (ten). The customer reported false positive with the product ID now covid-19 2.0 for performed on unknown date. Confirmation testing (platform - roche liat) was performed and generated negative result. No additional patient information, including treatment and outcome, was provided.